Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 4 years old and this is the first time in for repair. The inspection found that the device had normal wear and tear. The device was found to be out of spec at the zero graft setting and the motor speed was out of spec low. The likely cause of the reported complaint was a failing handpiece motor, due to a lack of preventative maintenance. A review of salvaged parts showed debris buildup in and around the motor. This may have caused the motor to operate at a speed lower than necessary to effectively move the blade. The motor speed was measured out of spec low on this device. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2007. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome did not harvest an acceptable graft and an add'l donor harvest was required. The surgeon stated the dermatome blade did not seem to be oscillating correctly. The add'l donor tissue harvest was completed with the same device and the same dermatome blade and produced an adequate donor graft. There was no increased surgical time and there was no add'l surgical intervention required. Add'l clinical f/u with the hosp indicated that the biomed stated a 12 foot extension hose was used for the procedure. The tank pressure was stated to have been set at 140 psi with a tank volume of 1600 lbs. Biomed stated that the operating room education manager informed the biomed that the room staff had increased the set pressure during the procedure when the dermatome was not operating to surgeon's expectation. There was no available info known regarding what the initial starting pressure was at the time dermatome was not operating as desired.